Event description:
(B)(4) healthcare is the initial importer of the device which is a rollator. The device has not been returned for evaluation. We will file a follow-up when additional information is available. Drive became aware of the incident through a legal notice. We are filing this report in an over abundance of caution. End-user sustained injuries from a fall from the rollator. No other specifics are known.